Event description:
Related manufacturer reference number: 2017865-2023-18129. It was reported that during a follow-up check, high capture threshold and decreased in r waves were noted on the right ventricular (rv) lead. The right atrial (ra) lead was exhibiting oversensing of noise. Both the leads were extracted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (distal portion) was returned in one piece. During electrical testing, the lead was shorting due to procedural damage at the cut end of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.